Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. During a systems check with tandem technical support, the occlusion was found to be within the cartridge. The customer changed supplies and resumed insulin therapy.